Event description:
It was reported that the device display was not working. No patient injury was reported.

Manufacturer narrative:
One device was returned for investigation. The returned sample was visually inspected, and the device was noted to have a cracked tank cover. Wear and tear damage was noted on the block assembly, enclosure, and front cover. The customer's complaint was confirmed; the device display was blank when plugged in and attempted temperature check. It was determined that the device printed circuit board was faulty. They were unable to determine what caused the damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
One device was returned for investigation. The returned sample was visually inspected, and the device was noted to have a cracked tank cover. Wear and tear damage was noted on the block assembly, enclosure, and front cover. The customer's complaint was confirmed; the device display was blank when plugged in and attempted temperature check. It was determined that the device printed circuit board was faulty. They were unable to determine what caused the damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device display was not working. No patient injury was reported.